Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the report of medstation es (door not unlocking) was confirmed during fse testing. According to work order (B)(4) the field service engineer (fse) reported that replaced the latch and tested in hardware test application. An external inspection on assy latch detent w/o harness confirmed that were received in good condition with no signs of physical damage or missing parts. Laboratory testing confirmed that the micro switches did not present issues performed by a multimeter with continuity test. All hta tests passed successfully. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue could not be replicated. Both assy latch detent w/o harness received were found with no functional anomalies.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager door failed to unlock. The customer reported that there was a delay in dispensing the medication. As per part investigation, it was determined that no faults or irregularities were observed. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager door failed to unlock. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d concomitant med prod data. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,18-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the srm door was failed. A field service engineer (fse) replaced the latch to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager door failed to unlock. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.